Manufacturer narrative:
Additional information: h3: a review of the sterile certificates was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. H6: component code, investigation codes.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, d4 remove information from all fields, g4 remove information from PMA/510(k)number, h4 remove device manufacture date.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information.

Manufacturer narrative:
D10: concomitants: (B)(6) 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. (B)(6) 315-35-00 - glnd kwire. (B)(6) 320-02-42 - rs expanded glenosphere 42mm, +4mm offset. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 320-15-04 - rs glenoid plate post aug, 8 deg, right. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (B)(6) 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm. 6380108 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm . (B)(6) 321-52-09 - 3.2mm k-wire, trocar tip. (B)(6) 531-55-88 - ergo gps 3.2mm drill kit sterile. (B)(6) 531-78-20 - shouldr gps hex pins kit 12000723263 a10012 - gps implant kit v2.

Event description:
As reported, the patient's right shoulder was revised due to infection. The humeral liner, tray and screw were revised. All other components were left implanted. The event is not related to the breakage of a device. The event did not lead to a surgical delay/prolongation. Patient was last known to be in stable condition following the event. Unable to obtain images or x-rays. Product not returning: disposed. No further information.